Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, one day after implant, the right atrial (ra) lead was noted with possible undersensing with p-wave measured at less than programmed. A chest x-ray confirmed the lead had moved and was dislodged. The lead was repositioned. Subsequently, noise was suspect on the atrial channel. The noise episode appeared approximately during the same time as the lead revision. The lead remains in use. No patient complications have been reported as a result of this event.